Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported having elevated blood glucose readings of 513 mg/dl and there were cracks on the top and bottom corner of the screens. It was noted that the customer treated with 15 units of a bolus and they woke up with blood glucose reading 59 mg/dl. Customer treated the low with food. Customer declined any further troubleshooting. No further information reported.